Manufacturer narrative:
Not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator had failed the motor calibration test. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator had failed the motor calibration test. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was evaluated by field service engineer and it was discovered that the device did not malfunction. The previously reported failed test was a result of the test equipment issue and not a malfunction of the device. No repair needed at this time.